Event description:
It was reported that early elective replacement indicator (eri) occurred on the bi-ventricular implantable cardioverter defibrillator (bi-v ICD). The bi-v ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. Analysis revealed normal battery depletion. Concomitant medical products: 694965 lead; 419488 lead, implanted (B)(6) 2007. (B)(4).